Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific (bsc) crm received info that this pt has twiddlers syndrome which resulted in a fracture to this dextrus lead. The damage was visable via x-ray. The pt has an underlying rhythm of 85 bpm and is refusing add'l implants. The physician's plan is to explant the pacing system at a future date and to not re-implant any products. The lead remains actively implanted and not other adverse events have been reported.